Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel rupture occurred and vessel bypass was performed. Initially during this procedure, an endarterectomy was performed to surgically remove calcium in the common femoral artery. The next target area was a 10 mm long, 80% stenotic and diffusely calcified area involving four focal lesions from the proximal to the distal popliteal artery. The vessel was somewhat tortuous with a reference vessel diameter of 3.5 mm. The diamondback 2.0 solid crown oad was used to treat this area. When the physician removed the diamondback oad, he noticed what looked like tissue on the tip of the catheter. Following treatment, a 30% residual stenosis remained and a 4 mm balloon was used to post-dilate the lesion. Following angioplasty, the pt experienced spasms. Additional angioplasty and stenting was performed. It was later concluded that the popliteal artery had been ruptured. Surgical bypass was subsequently performed. Additional information has been requested regarding this event.